Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely on (B)(6) 2020 via merlin.net with high pacing lead impedance on the right ventricular lead. On (B)(6) 2020, physician capped and replaced the lead. Patient condition was stable after the procedure.